Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4): information was received from the patient¿s wife and a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient¿s friend/family member reported that the patient was currently in the hospital and believed it was due to the stimulator. They stated this morning, the patient was paralyzed from the waist down, so the caller got the controller from the patient¿s pants and tossed it aside, but the patient continued to have horrible ¿excruciating¿ pain. The rep stated that the patient was taken to the hospital via-ambulance where the healthcare provider (hcp) requested the patient programmer and the wife ¿got in an argument¿ with the hcp stating they removed the programmer and the stimulation should be off. The wife then obtained the programmer and the hcp determined the stimulation was still on at 9.5v, so they turned stimulation down. The patient¿s pain then stopped, but the patient was still having problems moving their legs. They stated that they could barely move the right leg and hoped the patient was not paralyzed. The caller stated ¿they were literally being electrocuted¿ stating the patient¿s stimulation was on for longer than an hour at 9.5v and the patient ¿almost had a heart attack¿. Stating their heart rate was 175 and was now down in the 90s. The mentioned the hcp was keeping the patient overnight, because they were ¿worried about muscle damage in one of their legs¿. The caller mentioned ¿this happened one other time¿ where the patient sat on the programmer and turned stimulation up to 4 when the patient usually keeps stimulation at 2.5v and they stated they couldn¿t walk. On the call the caller stated ¿what the hell is going on? When I disengage it, why didn¿t it stop?¿ patient services asked what buttons were used to ¿disengage¿ the patient¿s device. The confirmed they did not push any buttons, but removed the patient programmer from the patient¿s pocket and set it aside. Patient services reviewed the functionality of the programmer. The caller expressed frustration that they were never told this information stating ¿they could have killed them¿. Patient services offered and mailed the patient a patient programmer manual and pocket guide. It was reviewed that the hcp could call in with further inquiries. The reported symptoms occurred on (B)(6) 2018. It was asked but was unknown when the stimulation was too high before. Additional information was received from the patient¿s wife via a manufacturer representative (rep) called because the patient had the controller and antenna over the battery site while they were at home and then suddenly stimulation turned up too high. The patient was in so much pain that they were transported and admitted to the nch for observation. The wife stated that they were unaware that the antenna could be removed from the battery site at all. Factors that may have contributed to the reported issue was normal use. No diagnostics/troubleshooting had been done. The patient and wife were educated. The rep indicated that they would meet with the patient and wife when they were discharged to review the usage. It was reported that the issue was resolved at the time of the report. No surgical intervention occurred or was planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's stimulation had gone up to 9.5 v and the patient was found on the ground screaming in pain. The patient's wife saw that the stimulation was at 9.5 v and proceeded to throw the pp at the wall and call an ambulance. The patient was hospitalized and was exhibiting signs of a potential heart attack due to the pain caused by the stimulator. The doctor attempted to stop the ins battery using magnets, but was unsuccessful. The doctor was able to return the patient to normal settings once the patient's wife returned with the pp. No further complications are anticipated.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient has fully recovered since the event and the healthcare provider (hcp) did not believe that the device had turned up on its own. The hcp believed that the patient had accidentally leaned against the device which turned it up; however it was clarified that this was just speculation. The patient was seen at the clinic on (B)(6) 2018 and had previously been at the "(B)(6) ER". A manufacturer¿s representative manufacturer¿s representative [rep] was aware of the event and the hcp requested that the rep program limits on the device so that it could not go so high again in the event that it may be accidentally turned up again. The clinic had all hospital and ER records, patient history information, and all print-outs/appointment details regarding this event and the hcp planned to transmit them to the manufacturer. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 37092, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had a medical history of dementia. The patient¿s current medications were unknown and the patient¿s current status was alive. The rep clarified that in the report, ¿a new word was put in three weeks ago¿ the cord was referring to the antenna of the patient controller. The rep did not obtain or have the discharge summary, ER record, diagnostic procedures including labs, physical examinations including neurological assessments, interventions or patient response. No print-outs of the device interrogation and programming and programming adjustments were provided. However, the healthcare provider¿s (hcp) contact information was provided and further follow-up was initiated. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp transmitted the patient's medical records to the manufacturer, a summary of information pertinent to the event follows. It was reported the patient's medical history contained chronic dementia, and chronic cervical and back pain. And advanced degenerative spondylosis stenosis. The patient was brought to the emergency room by ems personnel after he was found to have the ins set at 9 causing increased stimulation and pain to lower extremities with poorly prolonged tonic clonic activities to the leg muscles. The patient's wife found the ins was set at 9 when it should have been at two. There was a delay before the programmer could be found and the device turned off. The patient reported bilateral tightness in the anterior thighs. The patient reported his medical history contained proximal atrial fibrillation and hyperlipidemia, it was further reported that in april of 2018 the patient's creatinine was 1.0, calcium 9.1, bilirubin .85, alkaline phosphatase 63. It was reported the ins induced muscle spasms and the patient was later feeling fine, but his creatinine was higher than it was previously. His ck levels were normal but he was at risk for rhabdomyolysis. The patient was receiving IV fluids. It was planned the patient would continue to have renal function and ck levels frequently checked and the patient would remain on lipitor. The patient had pain in his left leg as well as cramps and spasms. It was reported the patient had no previous history of renal injury or aki or ckd, and the ins fired extensively for greater than 2 hours. The patient was given 2 liters of saline and was reported to have an elevated troponin level. Tachycardia and mild distress were noted. It was planned that the patient would receive another liter of saline followed by maintenance levels. In a follow up appointment it was reported the patient had continued pain in low back with radiation to left le as well as intermittent neck pain with radiation to bilateral le. The patient had received a replacement controller for the ins, and it was reported the previous unit had a wire pull loose. The patients wife noted the patient had been using the new controller for two weeks without issue when she returned home and found the patient on the floor "being fried" screaming in pain and unable to move his legs, and the ins was turned up to 9.5 instead of 3 so the controller was removed but the patient continued to be in severe pain so they went to the ER and was found to have the elevated heart rate and troponin, rhabdomyolysis and aki. The hospital was unable to use magnets to turn off the ins, so the controller had to be retrieved from the patient's home, and the ins was turned off. It was reported that since the incident the patient was limping more and had decreased short term memory, and pain on the plantar surface of the left foot. It was reported the patient had been m aking good progress with aquatic therapy up to that point. It was reported the patient had muscle weakness and reduced range of motion, spine tenderness and scarring which was determined to be well healed. Reduced reflexes were noted. It was reported the ins was p rogrammed with the highest setting locked out at 2.0 and a new programmer was ordered. The patient reported pressure in the left leg when the ins was turned on. The ins was turned off and the patient and wife planned to adjust it when they returned home. The patient was instructed to contact a manufacturer¿s representative (rep) if they had programming issues. The patient was reported to have post laminectomy syndrome and lumbosacral radiculitis. At a later appointment it was reported that the patient had continued severe pain in low back with radiation to left le as well as intermittent neck pain with radiation to bilateral le. It was reported he had continued short term memory issues and depression and increased low back pain. The patient met with a manufacturer¿s representative (rep) and the upper limit was increased, but the patient currently has the ins off due to a pressure sensation in the anterior left thigh even at low settings. The patient was reported to be continuing with aquatic therapy. It was planned that the patient would have a CT lumbar spine scan due to persistent severe left le pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the issue of the patient still having problems moving their legs/being paralyzed from the waist down after turning stimulation down was resolved. It was clarified that the patient's possible muscle damage as not confirmed. The rep stated that it was unknown at this time if the event resulted in any impact to the patient and what the outcome was. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the issue of the patient still having problems moving their legs/beling paralyzed from the waist down after turning stimulation down was resolved. It was clarified that the patient's possible muscle damage as not confirmed. The rep stated that it was unknown at this time if the event resulted in any impact to the patient and what the outcome was. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. On (B)(6) 2018 (B)(6): additional information from representative (rep) was received. Rep reported that the patient¿s stimulator turned up to 9.5v and patient was extremely uncomfortable, like paralyzed, so patient went to hospital. Rep said that patient would feel better having the pp replaced as he felt the pp was faulty after what happened. Patient services attempted to transfer rep to repair but repair was busy. Rep requested repair call her back as she was with equipment. Rep stated that rep wanted patient programmer (pp) and antenna replaced also. It was noted rep wanted pp replaced as patient had event where stimulation ¿turned itself up¿ and patient ended up in ER and felt as though pp was faulty. They thought that they accidently increased the amplitude. It was noted the patient kept antenna and pp attached all the time with pp in his pocket. No further complication and no symptoms were reported.